Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), indicated the right ventricular lead integrity alert was triggered,and indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv lead integrity warning occurred on (B)(6) 2015 for 2 or more high rate non-sustained episodes and sic greater than 30 in 3 days. On (B)(6) 2015, rv pacing impedance spiked to 1311 ohms up from a trend in 300-400 ohm range. Impedances continue to be high and variable. 15886 ventricular sic, oversensing with noise detected. (B)(4).

Event description:
It was reported that the lead integrity alert was triggered. The right ventricular (rv) lead exhibited oversensing with 15876 short interval counts (sic) and increased thresholds. The rv sensing was decreased. A lead revision was performed and the lead was capped and replaced. No patient complications have been reported as a result of this event.